Event description:
During acl surgery using bone-tendon-bone graft, a biorci ha interference screw broke during insertion. The surgeon was able to retrieve the broken pieces and another screw was used to successfully complete the surgery. It was reported that no pt injury or procedural complications occurred.